Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was low. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. Device evaluation and repair are pending.

Manufacturer narrative:
E: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response, the customer refused to pay for repair. No further service provided by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11-d4: UDI (B)(4).